Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion while mapping the left atrium with the pentaray catheter. The patient¿s pressure dropped. The intracardiac echo (ice) catheter (reprocessed by innovative health), was used to confirm a pericardial effusion. Echo was called and also confirmed the effusion. A pericardiocentesis was performed and fluid (amount unknown) was removed from the pericardial space. The procedure was aborted. The patient was stable at the time of the call and was kept overnight to monitor vitals/status. The physician suspected a perforation of the left atrial appendage at time of the transseptal. The transseptal needle used was not a biosense webster product. The physician¿s opinion on the cause of this adverse event is undetermined. The physician thought that it was a mix between the patient¿s condition (possibly friable tissue) and the procedure (transseptal access). No ablation was performed yet. They were in the mapping phase when the effusion was noted. The event occurred during the mapping phase. Conservatively, this was assessed as MDR reportable against the pentaray as it was in use during mapping when the cardiac tamponade occurred.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device 30812284l number, and no internral action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).